Event description:
It was reported to philips that the system displayed the following message: "geometry movements unavailable". No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse) analyzed the system and confirmed that the system is down, and some functions were not available. The system was not in clinical use at the time of issue occurred. The log file review analysis shows several geometry errors. Defective geometry control module. To resolve the issue, philips engineer advised to replace the geo module kit. After replacement of the geometry control module the system has been returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method code was corrected.